Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2022 and suture was used. The needle snapped while the surgeon was using the suture. The surgery was extended by 30 minutes. The suturing technique used was continuous. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Date of the incident? (B)(6) 2022. 2. Do you still have access to the lot/UDI number? Rpbbdd. 3. Has this product been replaced? No. 4. Patient age, weight and gender? 58 year old, 83kg, female. 5. Any pre-existing medical conditions? Nothing relevant. 6. Is the patient alive? Yes. 7. Did the patient need to remain in the clinic for a longer period following the incident? If so, how long? Yes 30 minutes. 8. Did it result in a further injury? No. 9. What surgical procedure was being performed? Coronary artery bypass graft 10. Did the sutures fall into the cavity of the patient? No. 11. Was there any unanticipated tissue loss or tissue damage as a result of the incident? No. 12. Was there any blood loss of 500cc or more as a result of the incident? No. 13. Was the surgical time extended by 30 minutes or more as a result of the incident? Yes. 14. Was the incision extended as a result of the incident? No. 15. Was there an issue with packaging? No. 16. What was done to resolve the case? Had to use 5/0 prolene as an alternative 17. Was there an additional operation to correct the fault? No. 18. Has the patient undergone any radiotherapy or chemotherapy? No. 19. Was the suture treated or hydrated prior to use? No. 20. What suturing technique was used? Continuous. 21. Do you have an additional unopened sample from the same box still available to return to us for evaluation? Yes. 22. Was an additional new suture used without issue? Yes. 23. How long prior to use had the product been removed from its packaging? Seconds prior. 24. Was there more than 1 defective device involved? Yes 3 in total. 25. Did the suture break during the intra op event? Yes. 26. Did the needle break during the intra op event? No. Event related to mw # 2210968-2022-03639, mw # 2210968-2022-03642. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: two sealed boxes with twelve packets ea. And two opened boxes with three and eleven packets of product code w8802 were returned in ethicon for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. Functional test was performed, and the tensile strength result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.